Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address femoral stem loosening. Update: 02/24/2016 - x-ray review indicated a positive confirmation for osteolytic activity present in the area of the medial calcar with resulting bone loss. Update: 03/01/2016: osteolysis added per x-ray review. Update rec'd 02/19/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was feeling like her hip was catching and popping and increasing discomfort and pain. The patient was having difficulty with walking, getting in and out of a car and going up and down the stairs. Upon physical examination the hip was found to crepitus. At this time the patient's stem, head, and liner are being reported.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.